Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 100% stenosed lesion being treated was located in the moderately tortuous superior femoral artery. Using a 6f sheath and an unknown guide wire, the physician advanced a 1.5 mm x 20 mm x 143 cm coyote balloon catheter to the target lesion. The balloon was inflated to nominal pressure and ruptured. The device was successfully removed. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).